Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that a cartridge alarm 9 (overfill alarm) occurred after the cartridge was filled with approximately 300 units. The customer¿s blood glucose level was 171 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.